Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an acute procedure, the user reported that the system crashed and imaging was not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The service engineer (cse) checked the system and found that the protective cover of the connector bay of the flat panel detector box was not mounted. In addition a loose screw was resting between the gigalink fibre cable connection and the flat panel detector (fd) chassis. The origin of the loose screw could not be determined. The replaced parts and the log files were available for investigation. The log files showed errors in regard to image transfer from the x-ray detector to the system in the relevant time slot. It is assumed that the loose screw caused the image transfer failure. The screw may have caused a shortcut in the fd. If the fd fails, no image can be displayed if x-ray is released. In this case, the system prohibits x-ray release in order to prevent dose delivery which cannot be used for imaging. After checking the environment logs the cse found that internal parameters are not being reported. Also, the real time computer (rtc) was not responding due to serial port problems. According to the troubleshooting guidance, the cse replaced the fd and the real time computer (rtc) and mounted the relevant covers. After the service intervention, the imaging functionality of the system recovered. No systematic issue could be determined neither regarding loose screws nor improper workmanship as described in the maintenance instructions. No corrective action in the field is planned based on the present event.